Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was in the range of 40 mg/dl to 440 mg/dl. The customer also mentioned other blood glucose values such as 220 mg/dl. The customer treated for high blood glucose level with insulin through syringe and insulin pump. The customer stated that they received change sensor, calibration not accepted, sensor updating. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.